Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an unacceptable defibrillation threshold (dft) was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.

Event description:
New information received indicated that there were no patient consequences.